Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and investigated and the reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities in this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This event is filed for steering difficulty, which has the potential to cause or contribute to patient injury. It was reported that the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. During advancement of the clip delivery system (cds), the m/l knob was turned; however, the device moved in the opposite direction. The cds was removed and a second cds was advanced, using the same steerable guide catheter (sgc). The clip was implanted and the mr was reduced from grade 3-4 to grade 1-2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.